Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: g3, h2, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned for evaluation. However, the investigation was performed based on the information provided by the customer and the reported malfunction was not confirmed. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid optical laparoscope the screw of the light guide connector was slipping. The issue occurred during preparation for use of an unknown diagnostic procedure. There were no reports of patient harm or injury.